Manufacturer narrative:
Tracking number: (B)(4). Additional information (B)(4).

Event description:
According to the reporter, during a lobectomy, the surgeon positioned and fired the stapler but the end result was an open vessel with extensive bleeding over 500ccs. The staple formation was normal and the staple line was complete. Clips were placed to correct the problem. No other adverse events were reported.